Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was unknown. The customer reported that they received a low battery alarm and had changed the battery, but the pump will not turn on. The troubleshooting was performed and was advised to insert the new battery. Customer states the display did not return. It was reported that the pump brought up unexpected restart alarm again for the second time during use of the pump. The customer was advised to disconnect from the pump. The insulin pump will be returned for analysis.